Manufacturer narrative:
The device was received with the soft cannula deployed. The battery voltages were all measured to be lower than expected and corrosion was observed on the mechanism rails, linkage assembly, catch beam, pcb assembly, and all three batteries. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula that resulted in fluid leaking inside the device. This leak prevented the proper delivery of insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 27 mmol/l (486 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Hyperglycemia treated by activating new pod and bolus.